Event description:
It was reported that the patient with this implantable pacemaker experienced shortness of breath. Additional information received indicates that the device may have infection. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker experienced shortness of breath. Additional information received indicates that the device may have infection. This device remains in service. No adverse patient effects were reported. Additional information indicated that the pocket site appeared sore red with the skin becoming so thin that it was nearly expose the devised, the physician opted to revise the device.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes with pocket erosion. If information is provided in the future, a supplemental report will be issued.